Manufacturer narrative:
Correction: cycler was made available for evaluation. Additional information: the actual sample was returned and evaluated. Visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment test. The valve actuation test passed. The system air leak test passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. The medical records do not contain peritoneal dialysis progress notes or treatment records for review. The medical records do not contain a recent history and physical or medication list for review. No fluid leak was reported. There is no documentation in the medical record that indicates any causal relationship between the liberty cycler and the diagnosis of peritonitis. There is no documentation in the medical record that reveals the source of the patient¿s peritonitis. The conversation with the pdrn and the gram positive peritoneal dialysis fluid culture would suggest the patient¿s peritonitis is related to touch contamination.

Event description:
A call was placed to the peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient called because she was in pain while in drain 2 of 3 of her peritoneal dialysis treatment. The pdrn stated the patient was diagnosed with peritonitis on (B)(6) 2016. The pdrn stated the peritonitis was a result of a break in sterile technique because the patient was taping her catheter instead of capping it. The pdrn stated the patient was not hospitalized and was treated outpatient with intraperitoneal vancomycin, ceftin and rifampin. The pdrn stated the patient has been re-educated on proper technique.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was diagnosed with peritonitis due to a break in sterile technique. The patient taped the end of her catheter. The patient was treated with ip vancomycin, ceftin and raframpin and re-educated on proper technique.